Event description:
End user states that he purchased the wheelchair second hand. States today he was wheeling himself outside, he was going backwards, and chair fell over backwards. He hit his head on the ground. End user states he is not injured, no open wounds.